Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (unable to complete a baseline) was confirmed. Upon eval, there was excessive noise on both channels when the cable from the distribution node to ECG b is manipulated. The root cause for the defective cable cannot be positively determined. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.

Event description:
The pt service rep (psr) assisting a (B)(6) male pt contacted zoll customer support to report that a baseline was unable to be completed for the pt. The pt was issued a replacement electrode belt.